Event description:
Medwatch report # mw5110455 was received by quest medical. The report stated that when attempting to run cardiplegia to the field, the cardioplegia pump generated an alarm. It was cleared and allegedly the unit was still not functional. The report stated that there were no patient complications.

Manufacturer narrative:
Quest medical reached out to (B)(6) to obtain additional information regarding this medwatch report and has not received any response. Quest medical will file a supplemental report should any additional information become available and will continue to monitor complaint trends for the reported condition.